Event description:
On two days, barcode labels for lab specimens printed with another pt identification embedded within the barcode. Cbc results were found in the computer system when the technician had the sample in her hand and knew results in computer did not belong to the pt. 01/2004 the printer speed was increased to specification by misys for printing labels with implementation of smart system installed in 2004. Eight moslater the misys system was upgraded. Upon discoveryof the error hosp and lab investigation revealed when printing large batches - 450 or more- of specimen labels the printer buffer could fill to capacity and then select a separate random pt identification into the barcode yet the name and ID number visible on the label was correct. The application was printing too fast to capture the correct pt therefore the printer speed was returned to the rate prior to 07/2004.